Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was translucent in color and not transparent. Additional information was requested, and received stating the iol was replaced with other company lens in a initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol received in two pieces in the lens case base. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. Iol cleaned for further evaluation. The optic has numerous small scratches and particulate adhered. Reported translucent colour not observed. No root cause identified as the reported complaint was not observed. The returned iol has solution dried on both surfaces of the optic and haptics. The lens was cleaned, no discoloration observed on the lens. The product was subject to handling as the reported "translucent in colour; not transparent" was highlighted post implantation. The observed lens damage is consistent with lens having been explanted. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).